Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 38 mg/dl. The customer reported treating their blood glucose with food and glucose tablets. Customer reported experiencing low blood glucose for the past four months. The customer also reported they were hospitalized on 05/15/2015 for low blood glucose. The customer's blood glucose was between 38 mg/dl and 39 mg/dl at the time of admission. Customer also reported going back to work the same day they were hospitalized. Customer's current blood glucose was 202 mg/dl. The customer did not find any issues with the insulin pump. Customer declined to return the insulin pump for analysis.